Event description:
Service was requested on this device based upon a report of pump underinfusing during biomed testing. Biomed technician performed accuracy testing in a continuous mode, 50 ml per hour. Pump failed accuracy test requirement of +/- 6%. No patient involvement has been reported at this time. Pump will be sent to baxter repair center for eval.